Event description:
It was reported that during a hand assisted hemicolectomy procedure, the doctor started to perform using dextrus. The iris valve broke/ripped after five minutes of being used. Surgery was prolonged five minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.